Event description:
The device exceeded the programmed 4-hout limit. The report read: "an alert and oriented patient was admitted via the emergency dept for compression fractures with back pain. Five hours after the pt's arrival in the emergency dept, a pca pump was initated on the nursing unit. Physician order: morphine pca, 1mg IV every 6 minutes as needed, 4-hour lockout 30mgs. Delivered: 3:15-7:00pm (4 hours) 40mgs delivered (4 punches); 7:00-11:00pm (4 hours) 0mgs delivered (0 punches); 11:00-7:00am (8 hours) 30mgs delivered (3 punches); 7:00-8:00am (1 hour), 10mgs delivered (1punch)." As summarized in the report, 80mgs of morphine was delivered in 8 boluses within a total of 17 hours. Multiple unsuccessful attempts were made to obtain add'l info from the customer. Though reuested, no further info was received

Event description:
The customer was contacted for additional info. The customer indicated that the pt expired as a result of the reported event. Though requested, no additional details of the event were reported.